Manufacturer narrative:
Device evaluation: one used unit was returned for investigation. No tests have been performed on the returned sample, as samples belonging to this lot have already been tested within other complaint investigations and the results confirmed the presence of defective units in the lot associated with the leakage issue. The reported event occurred on 17-dec-2022, before the issuing of the field action fa2303-01 on 13-apr-2023. This issue will continue to be monitored and further actions taken accordingly following the CAPA process. A review of the device history record (DHR) for lot 4331853, shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that in the pediatric emergency department, the nursing team noticed uninterrupted bleeding at the puncture site. The venous line was used to infuse a hydration solution and had been placed without difficulty. After checking, the catheter was found cut. Another device with the same reference and batch number was used. The nursing team was unable to re-inject the child, so a nasogastric tube was inserted to enable force-feeding. This was reported as a "recurring incident".